Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for morbid obesity, sign and symptoms of phlebitis and sleep apnea. At some time post filter deployment, it was alleged that the filter detached and struts perforated into organs. The device was removed percutaneously and the detached strut has not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached strut retained in left lung; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and four months later, computed tomography (CT) revealed that there was an inferior vena cava filter projecting over the l3 vertebral body, right of midline. Subsequently twenty-five days later, filter retrieval was scheduled. A 10 french vascular sheath and pigtail flush catheter was advanced into the left external iliac vein. Venogram was performed and revealed there was no evidence of thrombus. However, note was made of significant intimal hyperplasia at the filter. There was reflux into the right common iliac vein. The catheter was then removed, and a 25 mm gooseneck snare was advanced through the sheath to a level just above the filter. Attempts were made to snare the filter into the sheath; however, these were unsuccessful. Using standard exchange technique, a 16 french sheath was then placed. Endobronchial forceps were advanced and used to pull the filter into the sheath. The filter was removed. Follow up venogram demonstrated no evidence of extravasation or vessel injury. The filter was inspected and there was made of fractured inferior vena cava filter arm. Spot fluoroscopic images of the chest and abdomen were then obtained showing the fractured arm in the left lung base. Multiple catheter and wire combinations were used to catheterize the left pulmonary artery, ultimately it was accessed with a combination of glidewire and kumpe catheter. Left pulmonary arteriogram was then performed confirming that fracture fragment was within a sub segmental branch of the left lower lobe pulmonary artery. A differential sheath was then advanced through the 16 french sheaths to offer more support. Multiple attempts were made to snare the fracture fragments with 10 mm gooseneck snare. However, these were ultimately unsuccessful. Linear opacity overlying the left lung base, which could represent the retained inferior vena cava filter strut. After three days, unsuccessful retrieval attempt of a fractured inferior vena cava filter arm from sub segmental branch of the left lower lobe pulmonary artery. The sub segmental branch of the left lower pulmonary artery in which the filter fragment was lodged, now partially thrombosed. Therefore, the investigation is confirmed for filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc) and pe post implant. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 10/2019), g4 . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for morbid obesity, sign and symptoms of phlebitis and sleep apnea. At some time post filter deployment, it was alleged that the filter detached and struts perforated into organs. The device was removed percutaneously and the detached strut has not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached strut retained in left lung; however, the current status of the patient is unknown.